Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a turret error occurred due to a temporary failure of the turret motor or moving machinery component. Concerning the precautions when connecting the scope connector, the following is stated in the instruction manual: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
Olympus requested the device be returned for evaluation. The customer called olympus to cancel the device return and confirmed the issue had been resolved.

Event description:
The customer contacted olympus to report an abnormal sound coming from the device and that the front panel light was flashing. There was no patient involvement.